Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue, and instructed them to call back if the malfunction recurred. The customer acknowledged and understood these instructions.